Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that the fox plus balloon ruptured at 10 atmosphere during the third inflation in the mildly calcified iliac lesion. All three inflations were at no greater than 10 atmospheres of pressure. The device was removed from the anatomy and a pinhole was observed in the proximal end of the balloon. There was no adverse pt effect reported. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4): the customer reported that the device was discarded. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.